Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair in 2009. The patient became symptomatic the next day, with fever and pain. The surgeon brought the patient back into surgery that day, and found the orc layer had completely detached and 'pooled' around the bowel. It is unknown at this time as to what the surgeon did during this procedure to rectify this situation. Additional information to be obtained.

Manufacturer narrative:
Delamination occurred - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.